Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy for stone management procedure on a (B)(6) male pt. According to the complaint, the jagwire wire was moved backwards and forwards several times within another MFR's sphincterotome device due to positioning difficulties. The wire was flushed with nacl and no resistance was felt. After completion of the sphincterotomy, the wire coating was noted to be splintered. No portion of the coating remained within the pt. The procedure was completed without a wire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.